Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted slight twisting and curling of the lead, as well as cuts in the insulation. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits; however, testing for the outer insulation integrity did not pass due to the cuts in the insulation. Laboratory testing determined that the findings of slight twisting and curling of the lead were consistent with twiddler¿s syndrome.

Manufacturer narrative:
The lead has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead twiddled the lead back into the pocket. The integrity of the lead was questioned due to the twisting and coiling of the lead. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.